Event description:
The customer alleged blood glucose readings had not been stored in the contour next link memory since (B)(6) 2015. No allegation of an adverse event. Customer was advised to return the meter for evaluation and a replacement was sent to her.